Event description:
Medline IV start kit tubing lure lock is loosely attached to extension tubing causing lure lock to pop off when pulled on resulting in blood to backflow and medication not infusing.